Event description:
During between pt inspections of the device, hill-rom became aware that the CPR handle of an excelcare bariatric bed frame had become inoperative. While performing an insp at the hill-rom svc ctr, the tech determined that the CPR handle bracket was bent. This caused the head of the bed to remain upright when the CPR handle was engaged. The tech adjusted the CPR handle bracket and tested to ensure proper function. Hill-rom is reporting this malfunction in compliance with 803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in MDR 1045510-2009-00021.